Event description:
A malfunction alarm known as malf 12 was reported. There was no reported impact to the customer's blood glucose level. The customer received instructions on how to reset the pump from customer technical support, who assisted in resetting the pump, and the malfunction did not reoccur. The customer continued to use the pump for insulin therapy.